Manufacturer narrative:
This device is not available for return at this time. However, if the device is returned it will not be analyzed as the problem with infection is already known. No further information concerning this report is currently available. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient had an initial xiphoid incision revision and cultures were taken to check for infection. Subsequently, it was confirmed that the patient had an infection and the entire system was explanted. No additional adverse patient effects were reported.